Manufacturer narrative:
The affected device was analyzed onsite by dräger service. Due to the error pattern the logbook was not available. During the analysis a faulty cockpit basisboard was identified as the root cause of the problem. After replacing the faulty parts, the device passed all tests. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can see the on-going ventilation. Upon successful completion of the warm start, the system will post the alarm message «cockpit restarted» with accompanying audible alarm tone in order to alert the user. A warm start sequence of the cockpit may last 45 seconds. If it would take longer, the warm start procedure will be repeated automatically. After three unsuccessful attempts the workstation would stop restarting the cockpit with accompanying audible alarm tone. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported in a japanese user facility report that at 20:45 the screen of the ventilator turned black and a piezo alarm occurred. It was confirmed that ventilation was continuing by the small monitor of the ventilator. Reportedly any buttons including power button and alarm silence button did not work and the alarm continued to sound. The issue was immediately noticed, the patient was manually ventilated and the device was replaced with another ventilator. No significant change was observed in the patient¿s vital and breathing status.

Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported in a japanese user facility report that at 20:45 the screen of the ventilator turned black and a piezo alarm occurred. It was confirmed that ventilation was continuing by the small monitor of the ventilator. Reportedly any buttons including power button and alarm silence button did not work and the alarm continued to sound. The issue was immediately noticed, the patient was manually ventilated and the device was replaced with another ventilator. No significant change was observed in the patient¿s vital and breathing status.